Event description:
A report was received that the patient's leads were explanted due to localized occipital infection at the lead anchoring site. The ipg and lead extensions remain implanted in the patient. The patient will be re-implanted with new leads after recovery.